Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Visual inspection: received: catheter connector [qty 1], catheter [qty 1], alligator clip [qty 1], all 3 samples were connected to one another. Medical tape used to secure the alligator clip/ catheter connector visual inspection: no abnormalities found. Catheter visual inspection: no abnormalities found. Dimension check: [catheter length test]: the received sample was within company specifications. [Catheter outer diameter (end of catheter)] the received sample was within company specifications. Functional test: [catheter tensile strength test]: test conducted using received connector and received catheter sample. Company specifications: above 11n test results: 12.68n the received sample did meet company specifications. Others: [connection check]: received catheter was able to be inserted into the received connector without resistance and up to the marking point. The connector lid was able to close securely. The alligator clip was able to attach to the connector without any looseness or abnormality. Device history record: no abnormalities found from reviewing the relevant device history record(s) for the two potential batches reported by the user facility. Although the product met the specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the catheter detached from the connector. The lid of the connector was closed when the catheter slipped out. Batch number was not identified, but it was either 18n19h82te or 19d13h82yg.